Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 27-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was an infection at the spinal incision site. There were no factors known that could have contributed to the issue. The rep noted that the healthcare provider (hcp) performed a physical examination at the post-operative visit. The full system was explanted. The issue was resolved. No further complications were reported.